Event description:
The manufacturer received information alleging particles in tubing/chamber related to a CPAP device's sound abatement foam. The patient alleges to have diffuse large cell b lymphoma cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused diffuse large cell b lymphoma cancer. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused diffuse large cell b lymphoma cancer. The patient did not report to receive medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, observed the following from an external and internal inspection: unknown brown and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Light dust-like contamination on top of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box. Unknown dark brown dust-like contamination on the blower box. Also, an unknown blue foreign object in the blower box. A few unknown black particle contaminations, inconsistent with degraded sound abatement foam, on the rear panel. Unknown black dust-like and potential hair/fibers, inconsistent with degraded sound abatement foam, and brown dust-like contamination on the top enclosure. Potential dried liquid spots on the bottom of the blower motor and blower box indicating potential liquid ingress. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found no error codes. Sections d8, d9, h2, h3, and h6 were updated.